Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". C of c documentation cannot be obtained as a serial # for the device was not provided in the report. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be determined. The complaint cannot be confirmed. No further action required.

Event description:
The driver stopped working and there was never a red light. It starts without a green light for several seconds and then stops. The patient expired. The patient was in cardiac arrest and resuscitation measures were being performed. A nurse stated that the device defect caused a slight delay in access but a back up driver was used and the delay did not affect the patient's outcome.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The driver stopped working and there was never a red light. It starts without a green light for several seconds and then stops. The patient expired. The patient was in cardiac arrest and resuscitation measures were being performed. A nurse stated that the device defect caused a slight delay in access but a back up driver was used and the delay did not affect the patient's outcome.